Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave hybrid type b plug hybrid intra-aortic balloon pump (iabp) had ECG error message. There was no patient harm or injury reported.